Event description:
Customer reported a gas module iii with low gas flow. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the tubing between the o2 filter and the o2 sensor and the water trap and pump and resolved the issue. Tested, calibrated and safety checked unit to factory specs.